Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported the display of the n65p pulse oximeter was missing segments. There was no patient harm.

Manufacturer narrative:
(B)(4). The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) . Complaint trends will continue to be monitored.